Event description:
Colonoscopy- while in the cecum the probe "sucked" in the mucosa causing it to tear open approx. 1mm. The argon probe had not been activated at this point. The physician now claims the unit is "unsafe" and will not use the product again. According to the physician, this is the second time he has had the same occurence in 5 years.

Manufacturer narrative:
Attempts are currently being made to obtain the suspect device for evaluation. The specific lot code of the suspect device is also to be obtained. The purchase history of health science centre show three lot codes purchased from conmed. A device history review will be performed for these three lot codes. Once our investigation is completed we will forward our findings to the FDA.